Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the blackbox revealed a call service alarm consistent with the sleep alarms that cause the screen to be blank. On examination, there was visible corrosion on the display. During testing, the pump failed leak testing due to a leak and the display lens. There was no damage or contamination of the battery compartment or the battery cap. The battery cap was examined and found to be within specifications. The battery cap secured to the pump properly. The pump powered on normally. The battery cap was loosened ½ turn without power loss. A rewind, load and prime sequence was successfully performed. The pump was exercised for 24 hours without loss of power. The pump was opened for investigation and revealed corrosion on the force sensor assembly. Unrelated to the complaint, the display screen was noted to be faded and discolored. Also unrelated to the complaint, the contrast button was noted to have intermittent response when pressed. The remained of the keypad buttons had normal response. The keypad cover was intact without damage. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button. (B)(4).

Manufacturer narrative:
Initial reporter: (B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.